Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted. It was called in to technical services on (B)(6) 2012 that there is some atrial under sensing. Ts confirmed that there is some atrial under sensing and there is also biv trigger on what the device thinks are pvcs since the preceding atrial event is not sensed; could be conduction coming through. This is why pvarp being extended on those paced beats - device believes it is trigger pacing on a pvc. Ts stated morphology may be different between biv trigger paces and normal paces because biv trigger is pacing on top of a sensed event on right side, so may look different than true biv pace. Ts also confirmed that biv trigger does not apply lv offset and this pt. Has a -10ms lv offset on normal biv paces. Caller will look into atrial under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).